Event description:
It was reported that the health care professional (hcp) called to see if this pacemaker system is magnetic resonance imaging (MRI) conditional even if there was a lead safety switch (lss) that was declared due to high out-of-range right ventricular (rv) pacing lead impedances measuring greater than 3,000 ohms. Technical services (ts) reviewed the device data and found there is rv oversensing when programmed in unipolar and no capture when programmed in bipolar. The rv sensitivity was adjusted to reduce oversensing in unipolar. Ts did inform that MRI mode must be in bipolar; therefore, it will not provide pacing support. At this time, the pacemaker system remains in service. No adverse patient effects were reported.